Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort described by the patient as heating while stimulation is turned on which began approximately three months ago. The patient reports the ipg site becomes physically warm after the stimulation has been on for six hours. Reprogramming did not resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed.